Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contamination, white residue on auxiliary channel from connector side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event ¿it does not have a picture¿ was traced to component failure/circuit board. Moreover, the most probable cause of the white residue on the auxiliary channel from the connector side could not be established. Additionally, the most probable cause of the no-image and black-image condition was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this dev

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no picture. The event occurred during reprocessing. There were no reports of patient involvement.